Event description:
It was reported that the ventilator would not stop alarming and will not go into standby mode. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The service engineer was not able to duplicate the customer's complaint. Performance verification testing was performed, and all tests passed. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed. The root cause is undetermined as the complaint could not be duplicated.